Event description:
It was reported that the buttons were not working during troubleshooting. During the call the mother stated that the customer was hospitalized due to high blood glucose and the numbers were ramping during a bolus. Advised the caller that a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.